Event description:
Following the deployment of the duett pro 1010, the patient became hemodynamically unstable and received a blood transfusion. The patient expired. An allergic reaction was suspected. Blood test results obtained the day after the event suggested internal bleeding. The cause of death was determined to be disseminated intravascular coagulation.